Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an unrecognized "defib fault code 1", "defib disabled" and "defib fault 76" error messages. Complainant indicated that there was no pt involvement in the reported malfunction.